Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thre ad tap used, pain, swelling, abscess, inflammation. #4 and #5 implants placed using a surgical guide. #5 failed after insertion, suspect apical dehisence.